Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause was that 3 tubles in the battery compartment need to be trimmed. Additionally, it was found that the downstream occlusion(dso) seal was cracked. The dso seal was replaced and the 3 tubles were trimmed.

Event description:
It was reported that the internal battery is depleted - have tried 2 different internal batteries and 2 different power cables to get it to work without success. This pump was also electrically charged for 24 hours without success. There was no reported patient involvement.